Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found within specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified system error 345. The ultrasonic sensor was replaced per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm during testing at the biomed service department. There was no patient involvement. No additional information is available.